Manufacturer narrative:
Pump was received with motor error alarm during occlusion test and unable to prime at 4.0 lbs during prime/delivery test due to faulty back pressure sensor (gold). Motor passed motor test. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer also reported that two motor error alarms were listed in the alarm history. Blood glucose level at the time of the incident was 438 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.